Event description:
The hospital reported that during preparation for a coronary artery bypass procedure hst iii seal (4.5mm) heartstring release button did not work well and the seal could not be deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Product returned and follow-up MDR initiated. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID #: (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The delivery device was returned for evaluation on 29jun2020 and investigated on 22jul2020. Signs of clinical use and evidence of blood was observed. There were specks of blood found on back of the loading device. A visual inspection was conducted. The delivery device was returned outside of the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was then pulled out from the loading device for inspection. The tether remained uncut and attached to the seal and tension spring. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The dimensions of the tube were within the required specifications. Based on the received condition of the device the reported ¿activation problem¿ was not confirmed but confirmed for analyzed failure modes ¿fitting problem¿ was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure hst iii seal (4.5mm) heartstring release button did not work well and the seal could not be deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure hst iii seal (4.5mm) heartstring release button did not work well and the seal could not be deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.